Event description:
It was reported that this patient presented for a routine follow-up appointment, where it was noted that the shock impedance trend from this right ventricular (rv) lead had been gradually increasing, from 100 ohms to up to 155 ohms. All other lead parameters were stable and in-range. Provocative maneuvers and isometric testing were performed, which did not elicit any changes in impedance and/or noise. The physician scheduled commanded shock testing for early june to evaluate the integrity of the lead. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This report is being sent to provide new information in section h11 (additional MFR narrative).

Event description:
It was reported that this patient presented for a routine follow-up appointment, where it was noted that the shock impedance trend from this right ventricular (rv) lead had been gradually increasing, from 100 ohms to up to 155 ohms. All other lead parameters were stable and in-range. Provocative maneuvers and isometric testing were performed, which did not elicit any changes in impedance and/or noise. The physician scheduled commanded shock testing for early june to evaluate the integrity of the lead. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This report is being sent to provide new information in section h11 (additional MFR narrative). This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this patient presented for a routine follow-up appointment, where it was noted that the shock impedance trend from this right ventricular (rv) lead had been gradually increasing, from 100 ohms to up to 155 ohms. All other lead parameters were stable and in-range. Provocative maneuvers and isometric testing were performed, which did not elicit any changes in impedance and/or noise. The physician scheduled commanded shock testing for early june to evaluate the integrity of the lead. Recently, the commanded shock testing was performed and over the course of the last month, the average impedance was between greater than 90 ohms, but less than 150 ohms. Ts recommended increasing the first programmed shock in the ventricular tachycardia (vt) zone to the maximum energy (41 joule) to ensure adequate arrhythmia conversion and continuing with remote monitoring. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.